Manufacturer narrative:
The device was received for analysis on april 20, 2011. A visual examination of the returned device revealed both pull wires broken. Analysis determined that the pull wire did not present any material anomalies and the fracture occurred due to bending and tension overload. The crimping and riveting of the clevis were found to be within manufacturing specifications, indicating that there were no issues with subcomponents that could have contributed to the pull wire breaking. The returned unit could not be functionally tested to verify whether or not the jaws could be opened, as the pull wires that actuate the jaws were broken. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Our investigation concluded the most probable root cause is operational context. Operational context applies when the complaint is associated with a product that meets the design & manufacture specification but, due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
This event has been deemed a reportable event based on the investigation results; pullwire broke. It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was used during a transbrochial biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, after obtaining a transbrochial biopsy, it was noted that the forceps were not functioning correctly, only one side of the forceps was opening. Although only one side of the forceps was opening a biopsy was able to be obtained. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.